Manufacturer narrative:
(B)(4). The reported field of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that noise was observed. The device was explanted and replaced with no complications. Patient condition was stable.